Manufacturer narrative:
On 03/09/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right breast implant gel mentor smooth round moderate profile 375cc, lot number: 234873,catalog number: 3506004bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc, gel filled breast implant, that bilaterally ruptured after implantation. As a result, the patient underwent bilateral gel replacement of right side serial #(B)(4) and left side serial #(B)(4) on (B)(6) 2018.